Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a double blind post market surveillance study of osseous flexor tendon rupture procedure on unknown date and absorbable pins were used. Following the procedure, the patient possibly experienced a transitory inflammatory foreign body response and potential infection. The surgeon opined if infection occurs the device system has to be removed. No further information is available.